Event description:
It was reported that the pump battery was not charging. Customer's blood glucose was 7.6 mmol/l. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.